Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges sinus problems, nosebleeds, gastric issues, acid reflux, pain in chest and throat irritation. The medical intervention was fusidic acid and pantroprazole. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.